Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician assessed that the patient's body was rejecting the device. The patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing pain at the pocket site. The physician assessed that the patient's body was rejecting the device. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent the explant procedure and was reportedly doing well. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70, serial #: (B)(4), description: scs iii lead, 70cm; model #: sc-4316, lot #: 14310491, description: next generation anchor kit-sterile.